Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Visual and functional inspected was conducted on the subject device. There was a tear in the camera cable, and it was determined that the product did not meet the product specifications. The cause was not identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): "precautions for cleaning, disinfection, and sterilization" and "storage," the following statement is found in the "warning" section. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage." Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that this camera head cable coating cracked. There were no reports of patient or user harm associated with this event.